Event description:
It was reported that the customer was hospitalized was hospitalized due diabetes ketoacidosis and high blood glucose of 376mg/dl. Troubleshooting was performed. The caller stated that the insulin pump alarmed several alarms. Reviewed the alarm history and found auto off and off no power alarms. The basals were correct. The prime history shows that the customer was not changing the infusion sets every two to three days. The mother also mentioned that the customer was not bolusing for some reason, and the blood glucose meter was not sending over the readings to her insulin pump. The caller stated that the insulin pump has cracks near the buttons. Advised that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.